Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
During an intubation with the rusch trulite miller 2 system, the clinician reports when force and/or pressure was placed on the system, the blade light would go out. No patient injury/harm reported.

Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
During an intubation with the rusch trulite miller 2 system, the clinician reports when force and/or pressure was placed on the system, the blade light would go out. No patient injury/harm reported.